Event description:
Received an implant card which indicated that the pt's vns generator and leads were replaced due to seizures. The number of seizures relative to pre-vns baseline is unknown. The surgeon's office reported that pre-operative diagnostic test indicated a "depleted battery" and high lead impedance. Therefore, the surgeon did not determine if the high impedance was due to the generator battery or to the lead itself. The surgeon did not identify any problems with the lead during review of x-rays. During revision surgery, the surgeon first replaced only the dual-pin generator; however, the lead impedance remained high with the new generator and the lead was then replaced during the same surgery. Due to compatibility with the new single-pin lead, a single-pin generator was also implanted. The explanted products will not be returned for product analysis.

Manufacturer narrative:
Device failure is suspected.